Manufacturer narrative:
Functional testing was performed and revealed that the values were not in tolerance. There was an electronic resistance defect in the transducer. The transducer was replaced and the issues was resolved. No further investigation or action is warranted at this time. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported the fetal heart frequency (fhf) button does not give back heart tones acoustically, value is not in tolerance. The device was in clinical use at time of event, no adverse event was reported.